Manufacturer narrative:
(B)(4). D9 device available for evaluation ¿ correction. H2 type of follow up: - correction. H6: - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - addition information d9 device available for evaluation - correction g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h6: adverse event problem - addition information

Event description:
Subsequent to the initial MDR, a correction and an addition is required